Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue investigation summary: the stent delivery system was returned for evaluation. The system was found in activated condition; the stent sheath was found detached and missing because a force transmitting joint was found broken. The stent was found completely deployed and missing; the distal segment of the inner catheter was found detached and missing. A photo of the device, which was previously provided, demonstrates the missing stent sheath on the table after surgery with stent partially deployed and fractured. The investigation leads to confirmed result for break of a force transmitting joint leading to partial deployment, detachment, and stent fracture. The iliac bifurcation was reported to be steep, the vessels were slightly calcified, and pre dilation was conducted. System compatible 6f introducer and 0.035 inch guidewire were used for access. The system was correctly held during deployment at the stability sheath, and a force increase was felt before the trigger became unresponsive. Based on the information available the investigation is closed with confirmed result for break of a force transmitting joint leading to partial deployment, and stent fracture. However, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit." Regarding pta the instructions for use states: "predilation of the lesion should be performed using standard techniques." Regarding access and use of accessories the instructions for use states: "gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a guidewire of appropriate length (table 3) and diameter across the lesion to be stented via the introducer sheath." In addition the instructions for use states ''the safety and effectiveness of this device for use in treatment of in-stent restenosis has not been established."; potential complications and adverse events such as "surgical intervention" were found referenced. H10: d4 (expiry date: 04/2024), g3, h6 (device). H11: b5, h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that allegedly a 6x200mm stent could just be deployed for 2 cm during a stent placement procedure in the left superficial femoral artery. The delivery system was retracted to cause further stent deployment; however, the catheter of the delivery system broke off inside the patient and a vascular surgery was required to remove the catheter. The patient is currently recovering. The stent placement of the 6x200mm stent was required due to a previous issue during deployment of a 7x60mm stent, which is covered by a separate complaint file.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that during a stent placement procedure in common femoral artery, the stent allegedly partially deployed. Reportedly open-heart surgery was required to retrieve the shaft. The current patient status was unknown.